Manufacturer narrative:
Citation: praz f. Latest evidence on transcatheter aortic valve implantation vs. Surgical aortic valve replacement for the treatment of aortic stenosis in high and intermediate-risk patients. Curr opin cardiol. 2017 mar;32(2):117-122. Doi: 10.1097/(B)(4). Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature meta-analysis regarding transcatheter valve versus surgical valve replacement for aortic stenosis. All data were collected from multiple centers. The study population included an unspecified amount of patients, an unspecified number of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients 30-day and 2-year mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: stroke and life-threatening access site bleeding. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.